Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on (B)(6) 2018 regarding a patient receiving compounded baclofen (200.0mcg/ml at 84.61mcg/day), clonidine (200.0mcg/ml at 84.61mcg/ml), bupivacaine (30.0mg/ml at 12.692mg/day), and fentanyl (600.0mcg/ml at 253.84mcg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that device interrogation on (B)(6) 2018 revealed a pump motor stall on (B)(6) 2018 at 03:43pm with a recovery at 04:18 on the same date. The patient denied magnetic resonance imaging (MRI) since her previous visit. No actions were taken and the event resolved without sequelae on (B)(6) 2018 the etiology indicated that was related to the device or therapy and was not related to the implant procedure. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the cause of the motor stall and motor stall recovery was unknown. The patient's baseline weight was (B)(6) pounds. No further complications were reported.